Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable pump will not run. Troubleshooting was performed but the alarm persisted. A continuous infusion rate of 2.2 ml/hour had been programmed; with a total reservoir volume of 52.2 ml. The patient was not affected. The event occurred while in use with patient use.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump was alarming, no disposable pump will not run. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.